Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed interference/noise. Electrogram baseline noise was observed on the atrial channel atip to aring between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported that the right atrial lead has noise, which increases as the patient pressed the hands together. The physician is monitoring the lead to see if the noise worsens and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6944 implantable tachy lead 2003 (B)(6). (B)(4).